Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, g4.

Event description:
Healthcare professional reported left side rupture confirmed with CT scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on anterior side assessed as surgical damage and missing external shell assessed as inconclusive. Additional observations: observed non penetrating nick on the device assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed with CT scan. The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed with CT scan. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.